Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy pcb assembly determined the cause for the malfunction to be an electrically damaged diode, designator cr33.

Event description:
The customer reported that the device showed "connect cable" message while attempting to charge energy with the therapy cable. The device was intermittently failing to detect the therapy cable connection and unable to provide defibrillation therapy. There was no patient use associated with the event.